Event description:
Customer called to report blood leaking from fluid logic module. Customer stated the procedure was in return phase when she noted a drop of blood on the floor near the flm. Customer stated shen then noted a streak coming from the flm. So she stopped the procedure and aborted. Customer did not return any blood/products to patient. Cts asked if patient was alright. Customer stated patient was stable and had gone home. Customer agreed to return kit for investigation.

Manufacturer narrative:
A review of lot file b724 was performed. There were no non-conformances associated with this event type reported for this lot. Expiration date: 08/01/2018. This lot met all release requirements. A review of the complaint file for lot b724 was performed. There were no one other flm leaks reported to date for this lot. No trends detected. The customer agreed to return the kit for investigation. The kit has not been received to date and the investigation is still ongoing at this time. Therefore, the root cause has yet to be determined. (B)(4).